Manufacturer narrative:
Testing of actual/suspected device: a getinge field service technician evaluated the unit and discovered drive assembly not functioning and fst replaced it. A full calibration, functional testing and safety check to factory specifications was performed. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) unit failed the fill manifold test. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intraaortic balloon pump (iabp) unit failed the fill manifold test. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional point of contact: name: (B)(6). The national repair center installed the drive manifold into the cardiosave test fixture and tested the drive manifold to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual. The nrc could not the reproduce the failure of the drive manifold fails leak test. Retaining the drive manifold in the nrc per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".